Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), cystitis ("bladder infection") and vaginal infection ("vaginal infection"). The patient was treated with surgery (salpingectomy bilateral). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, menorrhagia, cystitis and vaginal infection outcome was unknown. The reporter considered abdominal pain, cystitis, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and vaginal infection to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, chronic abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), general abnormal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. On 6-sep-2019: plaintiff fact sheet received: event injury was updated to events: pelvic pain, chronic ,abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), general abnormal bleeding, bladder infection and vaginal infection. Essure implant date updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. A review of our complaint records and other non-conformances data was conducted; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. B94875) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), cystitis ("bladder infection") and vaginal infection ("vaginal infection"). The patient was treated with surgery (salpingectomy bilateral). Essure was removed in 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, menorrhagia, cystitis and vaginal infection outcome was unknown. The reporter considered abdominal pain, cystitis, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and vaginal infection to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, chronic abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), general abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - in (B)(6) 2014: not provided. Most recent follow-up information incorporated above includes: on 5-aug-2020: plaintiff fact sheet received: lot number was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.